Event description:
Consumer complaint of high blood results. Caller normally is 98-110mg/dl. Based on parkes error grid analysis, the bias between the highest result given (259) and the normal result (98) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4).